Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the plates removed from the patient on a lateral ttc plate implanted on the patient for diabetic foot reconstruction 6 weeks post-operation due to fatigue at the screw wall on the posterior section of the plate. This continued to progress until the plate snapped on the interface between the tibia section of the plate and the talus interface. Attempts have been made and all available information has been provided.